Manufacturer narrative:
Device evaluation: the device was not returned to the manufacturer for evaluation. Device inspection could not be performed, therefore the reported complaint could not be verified. Manufacturing records were reviewed and the lens was manufactured according to specification. A search on complaints revealed no similar complaints were received for this order number to date. The directions for use (dfu) was reviewed. The dfu adequately provides instructions and precautions for the proper use and handling of the intraocular lenses. Based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to the manufacturer has been submitted.

Manufacturer narrative:
There is no indication the lens has been explanted. (B)(4). All pertinent information available to the manufacturer has been submitted.

Event description:
It was reported that a patient had symfony intraocular lenses (iol) implanted in their left and right eye. It was reported by the patient that at almost three months, he has been experiencing severe glare causing eyestrain. The patient states that the night time glare is horrible and that his vision is 10 times worse. The patient is also experiencing halos around other lights. Additionally, the patient is also experiencing starburst, cobwebs, and streaking from headlights and street lights. On the left eye the patient sees a streak at 2:00 to 8:00. This report will capture the lens implanted in the right eye.